Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for calcium (ca) on approximately five patients. The customer provided data for one patient. The customer noticed that there were some ca results that did not match previous results from a couple of weeks ago. These results were not verified out of the laboratory. There was one patient sample that had to be repeated and a corrected report was issued. All results are in mg/dl. Patient one had an initial result of 7.8. This result was reported outside of the laboratory. The sample was re-run on another hitachi p module, and generated a result of 9.6. No patients were treated based on the erroneous result, and no other ca results were reported. The lot of ca reagent in use at the time was 66055801, with an expiration date of 07/31/2013. The field service representative found that a cell rinse unit nozzle was clogged, causing overflowing at the cell blank nozzle. He cleaned the clogged nozzle and replaced the squeegee tip. He performed mechanical verification with no errors.